Manufacturer narrative:
At this time, the device will continue to be monitored. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and the physician elected to monitor the device. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD was explanted and replaced. No additional adverse patient effects were reported.